Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, fired the device, cut the tissue then realized that the staples hadn't fired. The procedure was completed by hand sewing. Fired the device outside of the patient and it deployed the staples. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # k59247. The analysis results showed that the tx30g device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.